Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ischemic stroke could not be conclusively determined through this evaluation. The account reported that the patient experienced a left ischemic middle cerebral artery (mca) stroke. The patient had right upper extremity (rue) and right lower extremity (rle) weakness, along with a right facial droop and expressive aphasia. The patient was discharged to a nursing facility and remains ongoing on ventricular assist device (vad) support with no further related issues reported. The heartmate ii lvas IFU rev. C is currently available. Stroke is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's admission for atrial fibrillation was reported in related MFR # 2916596-2020-04355. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had a recent stroke and is unfortunately not the best historian. It was reported that no equipment was exchanged and so no equipment will be returning for evaluation. The date of the event and admission for the stroke was (B)(6) 2020. The type of stroke diagnosed was determined to be an ischemic left mca stroke. There were no changes to the patient's condition. The patient's international normalized ratio (inr) was 3.2 on admission and the patient was taking aspirin 325 mg daily. The patient has a history of atrial fibrillation but was nsr (normal sinus rhythm) on admission for the stroke. A CT scan of the patient's head was conducted at an outside hospital and then repeated the next day at the current center. At the time of the event the patient had an rue (right upper extremity) and rle (right lower extremity) weakness, right facial droop as well as expressive aphasia. Due to patient condition, he had to be discharged to a skilled nursing facility and was unable to be discharged home. The patient continues to struggle with weakness and bouts of confusion and disorientation. The plan is for the patient to be a rehab inpatient and hopefully discharge to home if able.